Event description:
A patient was seen at the physician's office and desired to have his device explanted as he believed the vns was making his seizures worse. At the office visit, the physician temporarily disabled the patient's vns and scheduled to see the patient again in a few months to test the device's efficacy. Diagnostics indicated the device was performing as intended. Follow-up with the company representative present at the office visit indicated that the patient stated vns never controlled his seizures. The physician had noted that the patient has a heart murmur that may have factored into the patient's increased seizures, although it was unclear if the patient had a history with cardiac issues or if the arrhythmia was related to vns. It was noted that the physician had only recently begun seeing the patient and had disabled the device as he was unsure what may be causing the increased seizures. No additional relevant information has been received.